Manufacturer narrative:
Investigation results: no photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 381411 and lot number 3269680. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be identified. Our quality team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field. E1. Address information was not provided, therefore, xx was used as a place holder.

Event description:
It was reported that bd insyte-n autoguard catheter frayed. The following information was provided by the initial reporter: we have received report from our nicu clinicians that they have been experiencing issues with the 24g x .56¿ insyte autoguard. It is described as ¿IV catheter plastic angio fraying upon insertion when sharp being removed. Happened on this patient and reported that this has happened other times this week.¿ it has apparently happened 4 times in the last 3 days at a minimum.

Event description:
No additional information.

Manufacturer narrative:
Correction to previous supplemental MDR: no sample was received so no sample evaluation could be performed.